Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post tether removal during implant of the leadless implantable pulse generator (ipg), threshold was high. Approximately, 24 hours post implant of the leadless ipg) the device exhibited rising, high and vary thresholds. The leadless ipg was explanted and replaced with a different leadless ipg.